Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump had compromised force sensor system alarm and that the drive support cap was protruded. Customer's blood glucose level was 313mg/dl. Customer declined to troubleshoot for high blood glucose value. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to loose/protruded drive support disk. Unit also received with partial detached end cap.